Manufacturer narrative:
Qn#(B)(4). Original complaint quantity reported is 65. Additional sample received for investigation and associated to MDR 3003898360-2022-00356.

Event description:
On (B)(6)2022,the package was found broken during inspection. Involved 65 pcs.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot#: 73a2200769 was manufactured on 01/25/2022 a total of (B)(4) pieces. Lot was released on 02/04/2022. DHR investigation did not show issues related to complaint. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be broken at the corner of the tray next to the cover block and opposite the lidstock. The sterile barrier of the returned sample is compromised due to the packaging damage. This is an issue related to the packaging process of this device. A nonconformance has been opened to further investigate this issue. The sterile barrier damage is related to the packaging process of this device. A nonconformance has been opened to further investigate this issue. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. A nonconformance has been opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
14 jul 2022, the package was found broken during inspection. Involved 65 pcs.